Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Eye injury is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Eye injury is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the surgeon inadvertently created a small descemet's tear in the anterior angle during the implantation of a stent from a trabecular micro bypass stent system in the patient's right eye (od). The report noted that compromised intraoperative visualization due to "a lot of heme", patient movement, and patient anatomy precluded implantation contributed to the reported event. Additional information has been requested.